Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device found evidence to suggest the issue likely occurred due to misuse. Products were possibly assembled incorrectly with cross threading and/or not being fully threaded against the shell implant or face plate impactor. If assembled improperly and then impacted, the threads may experience failure. Also the handle must be inspected for wear and disfigurement and prior to use to ensure the threads are not damaged.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2014, the inserter handle fractured while trying to remove the cup trial. The cup trial needed to be removed using kocher. Another cup inserter was used to complete the procedure. There was no delay and nothing fell into the patient that was retained or removed.